Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance trends from 80 ohms one year ago to a recent alert for a high out-of-range shock impedance measurement of 127 ohms. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance trends from 80 ohms one year ago to a recent alert for a high out-of-range shock impedance measurement of 127 ohms. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that the cause of the out-of-range shock impedance measurement was not conclusively determined, however technical services (ts) discussed possible lead calcification. This rv lead remains in service, and will continue to be monitored. At the next clinic visit, the plan is to increase the shock impedance alert value to 150 ohms. No adverse patient effects were reported.